Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed damage to the outer conductor coil approximately 17 to 18 centimeters (cm) from the terminal pin. Microscopic evaluation confirmed a fracture at this location. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. The reported high impedance measurements were likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 3,000 ohms. A revision procedure was performed and the ra lead was explanted. Damage to the lead was visually confirmed upon explant. It was suspected that the issue with the lead was a result of subclavian crush. No additional adverse patient effects were reported.